Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached between 500 mg/dl and 600 mg/dl; patient awoke and realized the pod fell off completely, causing the cannula to dislodge from the infusion site (arm). Symptoms reported include hyperglycemia and vomiting. The patient's mother applied a new pod and took the patient to the hospital. At the hospital, this pod was removed and patient was treated with insulin intravenously. The patient was released the following day.